Event description:
Spontaneous report: pt's veletri pump 339579 stopped on her and she noticed because the screen was blank, changing battery did not help. Pt estimates 45ml of veletri left in the cassette so based on her pump rate of 89ml/24 hours, her pump has been off for about 12 hours (unknown if this started (B)(6) 2021). Pt is feeling hot, flustered, uncomfortable, red all over. No further information or dates known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.